Manufacturer narrative:
(B)(4). Report source- foreign. The event occurred in (B)(6). Device history record (DHR) was reviewed and no discrepancies were found. A product evaluation has been performed on a sample of the same batch under standardized conditions, and no unusual behavior during mixing, handling or setting was detected : the complaint was not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported the customer is experiencing big variations in handling time of the bone cement. The reported delay is 21 minutes, there was little gap between bone and cement. The product was implanted and no patient injury has been reported.